Event description:
Customer reported obtaining erroneously high sodium (na) and chloride (cl) results generated by the au680 clinical chemistry analyzer. Erroneous results were not reported outside the lab. There was no impact to patient treatment. Customer stated that controls (qc) was performed before and after the incident and was within specifications.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the ise buffer syringe and syringe case; lubricated the syringe driver and performed enhanced cleaning of the flowcell and associated tubing. Service activity resolved the issue. There have been no further issues reported.